Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that there was no damage or evidence of tampering to device packaging. The proximal end of the¿pushwire¿was secured in the guidewire clip (black rubber stopper) when the package was opened.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a coil was found prematurely detached after opening the package. The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm of the right anterior cerebral artery with a max diameter of 4.9mm and a 2.6mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. It was reported that the patient had an anterior cerebral artery aneurysm and was scheduled to undergo stent-assisted aneurysm embol ization. During the operation, when the coil package was opened, it was found that the coil had been detached, and the coil was replaced and implanted until the operation was successfully completed. There was no surgical or medicinal intervention required. The pushwire was bent or broken. There was no friction or difficulty during delivery. Continuous flush was administer during the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Product analysis #812313729:equipment used: video inspection system (m-85519), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the axium prime device was returned for analysis returned within a shipping box; within a sealed plastic biohazard pouch and within an introducer sheath. The original packaging was not returned for analysis. Visual inspection/damage location details: the introducer sheath was found correctly assembled on the pusher with the wavelock at the proximal end. No damages or irregularities were found with the introducer sheath. The actuator interface was found securely attached to the coupler tube. The break indicator was found unbroken. No evidence of detachment attempts was found at these locations. The axium prime pusher was found kinked at ~66.5cm from the proximal end (figure e). No breaks or separations were found with the entire length of the pusher. The axium prime implant coil was found still attached to the pusher (figures f h). The implant coil was found stretched and damaged within the introducer sheath with the polypropylene filament broken. (Figures f <(><<)>(><(>&<)><(><<)>)> g). Testing/analysis: n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿premature detach¿ and ¿pusher break¿ were not confirmed. The implant was still attached to the pusher and the pusher was found unbroken. However, the pusher was found kinked, and the implant coil was found stretched and damaged. Customer reported the damage was observed out of packaging; however, the severity of the damages suggests issues occurred during use. It is possible the damage occurred during production or upon opening the package and attempting to remove the product or after removing it from the package. The likely cause could not be determined. There is an indication that the failure was caused by a potential manufacturing issue and a DHR review is required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.